Manufacturer narrative:
Additional information obtained reveal the patient was last seen in the clinic nine months prior to death. At that visit the patient was experiencing diaphragmatic stimulation and the left ventricular lead's output was decreased discontinuing the stimulation. No other information was known after that visit. Evaluation summary: (B)(4):the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, the outer insulation was breached cut and there was apparent explant damage. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A bi-ventricular defibrillator system was returned from an unknown source with no information other than the name of the district rep. Information identified in the manufacturer's database noted the patient died four months post the implant of the bi-ventricular device. Cause of death has been requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4):the device was returned, analyzed and no anomalies were found. (B)(4) : the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, the outer insulation was breached cut and there was apparent explant damage. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku